Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a ribfix procedure "two drivers over torqued and a clicking sound and sticking of drive shaft happened as a result." There was no injury, the case was delayed five (5) minutes, and was completed using another driver. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. On visual inspection of 24-1189 lot 306880, there appears to be signs of moderate use with some scratches noted but no significant discoloration. The product was functionally tested using a contra angle trauma one blade, cross-drive to drive a 2.4 x 20 mm screw into a block of poplar wood. The driver was not able to insert the screw, as there was frequent sticking of the drive shaft noted, as well as clicking heard. Therefore, the complaint is confirmed. It was also noted that there was difficulty experienced during the removal of the blade from the collet. The screwdriver was disassembled for further investigation and inspection; it was noted that the internal gears were stripped and there were metal shavings during disassembly. The most likely underlying cause of the complaint is the gears being stripped, likely a result of excessive force from over torquing by the surgeon. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the root cause of the driver stripping was due to excessive force from over torquing by the surgeon. Investigation results concluded that the root cause of the blade sticking is related to the manufacturers inspection methods. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR supplemental reports were filed for this event, please see associated report: 0001032347-2018-00047-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of the drivers for evaluation the lot numbers were identified and a separate report was submitted for the other lot. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following sections were updated: date of this report, lot number, unique identifier (UDI) #, device availability, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, device manufacture date, additional narratives/data. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00047